Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and blood glucose at the time of hospitalization was unknown. The customer's blood glucose is 368 mg/dl. The customer was reported that they lost the insulin pump at the hospital. The insulin pump will not be returned for analysis.